Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was the pts ins was removed (B)(6) of 2024 by hcp because they had a pain in their back where the ins was put in. The pts ins was all healed then they started getting a pain. Pt had a chihuahua and when they walked on it (agent understood their ins) the pt would scream. The pt had everyone look at it and they did not know why the pt had pain so the pt wanted it out especially since they were not using the stimulator. Pts ins did not work for them and due to the placement it hurt like pressing on a nerve and causing pain. Pts rep wanted to do adjustments but the pt did not think that would work since they had physical pain on their ins spot. Since the ins was removed they were told that due to the ins they had scar tissue develop pushing on their nerve causing pain. When asked for event date the pt said they started complaining about it in (B)(6) of 2023. Additional information was received from the manufacturer representative (rep). The rep noted they were made aware on march 12, 2024 which was the date of explant.